Manufacturer narrative:
Multiple attempts have been made to try to get additional information regarding the ventilator serial number, hospital name/address and service repair information but no response from the customer.

Event description:
Medtronic received a maude report stating that the ventilator spontaneously shut down while patient was on CPAP trial. The ventilator alarmed after it shut down. The nurse was on the bedside at the time of the event. The nurse removed the patient from the ventilator and manually ventilated the patient. It was reported that the patient was doing well while on CPAP trial and received extubation order from the medical doctor shortly after the event. There was no report of patient harm or serious injury as a result of the event. The hospital biomed inspected the device and confirmed the ventilator had a device alert when it was powered on. A relevant error code was reportedly logged in the diagnostic log.